Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative (rep) reported that two devices were explanted. One explant was due to infection and the other was for an unknown reason. The timeline of events was unknown. The diagnostics performed were handled independently by the health care professional (hcp). The rep was not involved or notified. The cause of the infection was not determined. It was further reported that the patient fell post-operation, hitting her incision on a table and it broke open with the first implant. The second explant was done for generator. There was site pain.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that the patient had two devices explanted for infection. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, cause, or diagnostics performed were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.